Event description:
It was reported that removal difficulties were encuntered. A 190cm, j-tip samurai guidewire was advanced to cross the lesion. However, it was noted that the guidewire was entangled and was trapped within the lesion. It was not specified how the guidewire was removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned product showed a curve along the length of approximately 50 mm from the distal tip and another one at about 200 mm from the distal tip.

Event description:
It was reported that removal difficulties were encountered. A 190cm, j-tip samurai guidewire was advanced to cross the lesion. However, it was noted that the guidewire was entangled and was trapped within the lesion. It was not specified how the guidewire was removed. No patient complications were reported.